Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received lower sensor scan results than they felt and had symptoms of diarrhea and felt unwell. It is unknown whether the customer noted a trend arrow on the device. The customer went to the hospital, where a glucose reading of 400 mg/dl was obtained from the hospital professional (hcp) meter. The customer received an unspecified infusion for treatment from the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.